Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other two graftmaster devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that the procedure was performed to treat a lesion in the left anterior descending (lad) artery. Pre-dilatation was performed and an unspecified stent was advanced via radial approach. The stent was post-dilated and a perforation was noted. A 2.8 x 19 mm graftmaster stent delivery system (sds) was advanced, but was unable to cross to the target site. A 2.8 x 16 mm graftmaster sds was then advanced; however, this one was also unable to cross. A 2.8 x 26 mm graftmaster sds was then advanced; however, this one was also unable to cross. A 3.5 x19 mm graftmaster sds was then advanced. This device was able to cross to the target site and the stent was deployed and successfully implanted. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
A visual, functional, and dimensional inspection was performed on the returned device. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported failure to advance. There is no indication of a product quality issue with respect to manufacture, design or labeling.